Event description:
The distributor reported to olympus that the cable on the hd camera head was disconnected. During the inspection and testing of the returned device, the cable was found to be faulty, which had caused no image to appear. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. There was corrosion present and the cable was faulty. Corrosion was found on the scope mount, lock lever and connector contact. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Additional information was obtained regarding this event. The customer reported that the event occurred on (B)(6) 2022 after cleaning the device from the previous procedure. The name of the intended procedure was unknown, however it was therapeutic. There was no delay in the procedure and it was completed using the equipment as is.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s fina investigation and additional information provided by the user facility (refer to b3, b5 and h10). The review of the device history record did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation was unable to determine the cause of the faulty cable that caused no image during the device evaluation. Olympus will continue to monitor the field performance of this device.